Event description:
This is filed to report the tissue damage that occurred during the grasping attempt with the clip delivery system, and is considered a serious injury to the patient. An air leak was observed that has potential of injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and leaflet grasping was attempted. Multiple unsuccessful grasps were made. After the grasping attempts, a chordal rupture was observed in the p3 segment. Air bubbles were then observed in the chamber of the cds handle; however, there were no air was observed in lines. The decision was made to change cds for a new system. During retraction of the cds into the steerable guiding catheter (sgc), the sgc tip became caught in between the clip arms and grippers of the cds. The cds and sgc were extracted together and a tear was noted in the soft tip of the sgc. The case was aborted. No clip was implanted and the mr remained at 4. The patient has been considered for valve replacement surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Potential causes for leaks can include, but are not limited to, user technique/procedural conditions. A definitive cause for the reported leak could not be confirmed; however, it is possible that there were some residual air bubbles in the clip delivery system (cds) which appeared in the delivery catheter (dc) handle during the procedure. The investigation determined that the reported difficulty grasping the leaflets was due to patient/procedural conditions. Based on the information reviewed, the reported difficult to remove the cds appears to be related to procedural conditions. The patient effect of tissue damage (chordal rupture), is listed in the mitraclip system instruction for use (IFU) as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.